Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported implant "fractured/lost it's shape." Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: air voids are observed in the gel which are related to the complaint. Additional observations: observed deformation on the device. White particles observed in the surface of the shell. No further action is required as device was not received in its original sealed packaging.

Event description:
Healthcare professional reported implant "fractured/lost it's shape." Device was not implanted.